Event description:
It was reported that approximately 16 months post implant of a bifurcated device and a competitor's stent graft the patient presented with ruptured aneurysm. Reportedly, a computed tomography scan revealed a type iii endoleak between the competitor's stent graft and the bifurcated device. The patient was treated with a competitor's stent graft which resolved the endoleak. A computed tomography scan revealed a type iii endoleak near the bifurcation of bifurcated device. The patient was treated with an additional bifurcated device which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.